Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 419mg/dl and 219mg/dl at the time of the call. The customer treated with insulin. Customer indicated that they put in the wrong carbohydrate information into the pump. Customer indicated that they ate cake and did not bolus beforehand and did not put the information from the cake into the pump. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to not administering a bolus. No further details given.